Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead extraction for the durata lead, externalized conductors were observed. The lead was explanted. The patient was in good condition post-op.

Manufacturer narrative:
A partial lead with the lead tip measuring 54.3cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-11.8cm from the distal tip. Internal insulation abrasion was noted at 7.6-8.5cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.2-16.6cm from the distal tip. The etfe coating was abraded at this location.